Event description:
The customer called for assistance with a bolus. The customer was in the hospital waiting to have surgery, and was experiencing a high blood glucose reading of 348 mg/dl. The customer has been treated with the insulin pump, and has changed the infusion set, but continues to experience elevated blood glucose levels. The customer stated that the insulin pump will be removed at this point, and the hospital will manage her blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.